Event description:
Renal pt with a-v fistula underwent venous thrombectomy. Vein is "arterialized." After passing catheter into vein with no problem, balloon was expanded with .4 ml liquid (heparinized saline). When withdrawing balloon, md encountered resistance. Catheter deflated and removed, but balloon was missing. Physician dissected vein, finding ribbed section and proximal ligature of balloon. Balloon itself not found. Vein removed and sent to pathology. Films taken with and without contrast, balloon not found. Rptr recommends that balloon should contain radiopaque material.